Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump may have recently been exposed to sweat. Blood glucose level was 112 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).